Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 453mg/dl. The customer reported that their insulin pump was getting no delivery alarm and that their blood glucose was high. The customer treated with manual injection. Troubleshooting for no delivery alarm was performed. Customer was advised to disconnect from insulin pump. Troubleshooting found insulin pump to be working as designed. Product will not be returned for analysis.